Manufacturer narrative:
Pro code: ntn. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyglass discover digital catheter was used during a percutaneous single-operator video cholangioscopy procedure performed in the biliary duct on (B)(6) 2022. During the procedure, the spy discover catheter stopped working after 10 minutes of inserting into the patient. The image was lost with some disturbances at the beginning that lasted for 1 minute then the image was totally lost. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.